Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 that a monitor failed to alarm for spo2 when the lower limit was violated. The patient died.

Manufacturer narrative:
This investigation consisted of a review of the complaint description and a collection of photographs provided from the site showing the module configuration manager (mcm) settings, accessories (spo2 sensor and bp cuff), nibp readings display and spo2 graphical trend display. There are no monitoring database records available for this issue. The actual device was tested was tested at the customer site and passed all test. The customer witnessed all testing. The investigation findings do not present sufficient detail to allow a conclusion about the cause of the reported adverse event. Therefore, the cause remains unknown. This report is complete. This issue is considered closed.